Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited diminished sensing with small r waves, high thresholds, and oversensing. Ventricular tachycardia (vt) detections were programmed off, a chest x-ray was planned. It was determined that the lead had dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.